Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced corneal abrasions on the left eye (os) at 9 month post op exam. The date of the initial treatment was (B)(6) 2015 and date of discovery was (B)(6) 2016. A brief description from the surgery center indicated the patient had recurrent erosions after a prk (photorefractive keratectomy) enhancement procedure. The patient had commented on pain upon awakening. A superficial keratectomy was performed on (B)(6) 2017. The surgery center indicated the patient¿s symptoms were resolved on (B)(6) 2017. Post-op; best corrected visual acuity (bcva) from (B)(6) 2016: right eye post-op 20/20 -.75 x -.25 x 100, left eye post-op 20/20 .00 x -.50 x 135.